Event description:
As per sale rep, the filter was placed upside down in the pt. There was no pt injury. Please note that multiple attempts to gather additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.